Event description:
Information received regarding the explanted device does not address the patient's clinical status but notes that the device was in back-up mode and exhibited no output or telemetry.